Manufacturer narrative:
The sample was collected in a greiner serum tube with gel, and spun at 3000 g for 10 minutes. After the initial result was questioned by the physician, the sample was inspected and noted to be turbid with 2++ hemolysis. A blood clot was also noted through the gel separation layer of the tube. The aliqout also had a deposit formed on the bottom of the tube after re-centrifugation. Five replicate precision tests were performed on (B)(6) 2010. All results were within the specifications. A system check dated (B)(6) 2010 shows all results within the published specifications. There is no indication that service was dispatched for this event. The poor sample quality is the likely root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated troponin (accutni) result within the risk stratification range generated by unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory. Subsequent testing produced a result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.